Event description:
It was reported to medtronic minimed that the customer experienced differences in sensor and blood glucose value and calibration not accepted alerts. The customer reported no adverse event. The event involved product(s) mmt-7040ma. The customer is reporting a discrepancy between the sensor and blood glucose value which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. The customer entered a new blood glucose to calibrate but calibration was not accepted. The customer did not receive a "change sensor" alert. It had been at least 15 min since the blood glucose value that resulted in the calibration not accepted alert. Explained to wait before attempting to calibrate again after getting a "calibration not accepted" message. No harm requiring medical intervention was reported. No product return is required for mmt-7040ma. It was unknown whether the customer will continue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.